Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. This occurred during the first drain cycle of peritoneal dialysis (pd) therapy. This alarm indicates that the patient has drained more than 200% of the maximum prescribed fill volume. The maximum prescribed fill volume was 2500ml and the patient drained 5234ml. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not find any abnormalities with the device. A short simulated therapy was performed and successfully completed. Functional testing determined that all pressures were correct and stable. The device passed functional and electrical testing. Review of the alarm log identified the reported high drain alarm. The cause was a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.